Event description:
It was reported the programmer suddenly powered off. Afterward, the programmer did not power on. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, as a result the main processing unit (mpu) printed circuit board (pcb), hard drive, universal serial bus (usb) clip, usb plate cover and low voltage differential signaling (lvds) pcb were replaced.